Event description:
It was reported that after a laparoscopic assisted distal gastrectomy, bleeding occurred. The operation date was (B)(6). As melena and anemia was confirmed, endoscopic examination was performed and coagulation was found near the staple line of the anastomosis. All staples were proper b-formed shape. The bleeding already had been stopping when the examination was performed. Blood transfusion (2 units) was performed and hematinic was injected on (B)(6). Although the hospitalization was extended for a week, the patient left the hospital on (B)(6). The doctor commented as follows; there was no unexpected resistance when the device was fired. Leak test was not performed after the anastomosis. As the bleeding stopped spontaneously, the bleeding had not been noticed for a while. At first, post-operative bleeding was reported by pms on (B)(6) with davinci system, because this was davinci procedure. No device will be returning. Additional information has been requested.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).